Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recuring incontinence and atrophy, during the explant surgery it was reported a hole in the balloon. The aus was explanted. There were no additional patient complications reported.